Event description:
A pump declared an alarm during the loading process. There was no adverse impact to the customer's blood glucose level. The customer was assisted in loading a new cartridge, but the alarm recurred. The pump was confirmed to be under warranty, and it was decided to replace the malfunctioning pump. The customer will use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer was guided to put the pump into storage mode and return it to tandem using a pre-paid label.